Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 178mg/dl at the time of incident. Troubleshooting found that the reservoir compartment is cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis.